Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was not happy with their therapy results and they were still having accidents since implant. The patient verified they were getting at least 50% reduction in symptoms, but would like better results. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient had a return of bladder symptoms. They had reprogramming done in august and increased stimulation to 2.7v a couple days ago. The patient had their patient programmer (pp) at the time of the call, was able to sync to their ins, and report stimulation is on. It was reviewed that the patient will need to increase stimulation again if needed. As a result of what was reported, the patient will inform their healthcare provider (hcp)/manufacture representative (rep) fi their symptoms do not improve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient stated their device was not working. Patient increased stimulation every day to where they could take it, and had not seen an improvement in their symptoms. It was noted that the patient had leakage problems, and constipation or diarrhea. Patient stated the day prior to the report, they were going every 4-5 hours and it was everywhere. To get diarrhea to stop, they had to take an antidiarrheal medication. No further complications were reported.